Manufacturer narrative:
Suspect device for this medwatch: coagucheck test strip from lot 469a.

Event description:
Caller stated the pt tested 3.6 inr, 1.8 inr, and 3.0 inr during duplicate testing on the coaguchek test system. Customer was treated based on 3.6 inr with normal dose of coumadin. No adverse event reported. Comparison performed at a medical facility. Caller is unsure which strip lot produced results. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 469a-i3 (exp 6/08) or 475a-d9 (exp 6/08), cat/3116247.